Event description:
A customer reported experiencing a past high blood glucose event with a blood glucose of over 500, though the specific value was not provided. The customer managed the situation by administering a correction injection using multiple daily injections (mdi). Technical support recommended contacting a healthcare professional to discuss potential factors affecting blood glucose levels, and the caller acknowledged understanding the advice.